Event description:
It was reported that ongoing occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) displayed as "high" (specific value not provided). Customer administered an insulin injection to address the bg. A supply change was performed to address the occlusion alarm. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.